Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-03636 and 1225714-2014-03637.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2004 after use of the product.